Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. A lead failure predictor was triggered on (B)(6) 2016 for lead impedance and short ventricular intervals. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pacing impedance was steady at approximately 412 ohms through (B)(6) 2016 and then spiked to 1045 ohms on (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals. One episode of non-sustained tachycardia with ventricular intervals of less than 220 ms was observed on (B)(6) 2016. Analysis of the device memory indicated oversensing in the form of short ventricular intervals.

Event description:
It was reported that right ventricular (rv) lead impedance had spiked to a range described as high. Short ventricular intervals were also observed and suspected lead fracture was reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.